Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct a3 for information inadvertently left out of previous report. The device was returned and inspected. The customer's complaint was confirmed. The tissue pad in the grasping section was worn away. The inner tube exposed from the outer pipe, and the distal end of the inner tube was partially torn away. The broken part was not returned. The coating of the probe was partially peeling. The probe had some scratches. There was no abnormality in the non-insulated area or at the tissue pad. When olympus performed a probe check, no abnormality occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. From the condition of the device, olympus presumes ¿plastic of the tip¿ was an inner tube. Based on the results of the investigation, the exact cause could not be determined. However, a likely cause of the worn tissue pad and the exposed inner tube might be the following: 1) the customer repeatedly activated the device in seal and cut mode to cut the tissue grasped by the grasping section. This wore away the tissue pad and heated the region with the proximal side of the tissue pad to a high temperature. 2) the highly heated region deformed the inner tube and caused it to touch the probe. 3) the customer continued using the device. The inner tube was thus melted and slipped out of the probe holder. And the inner tube was partially torn away. Additionally, a likely cause of the peeling off of the coating of the probe and the scratch of the probe might be the following: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. The event can be prevented by following the instructions for use which state: ¿ "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic prostate adenomectomy, some of the plastic of the tip of the thunderbeat device detached from it. The issue was observed in the middle of the procedure. The customer reported that they noticed plastic stuck to the probe when the device was in the cavity. An exploration was carried out throughout the procedure, confirming that nothing was left in the cavity, so they understand that nothing fell in the cavity. Even so, the patient was informed of the possibility that some remains of the plastic may have remained. There was a clinically insignificant 5-minute delay, with the patient under general anesthesia, to verify the issue and open a new device. The procedure was completed with a similar device. There was no harm or user injury reported due to the event. The customer further provided the settings for the ultrasonic generator used with the thunderbeat. The software installed was version 2.00. Intelligent tissue monitoring (itm) was turned on, is usually kept on, and was not changed during the procedure. The device was used for two hours.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.